Event description:
It was reported that an inflatable penile prosthesis (ipp) was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The previous ipp was implanted about a year ago from a different location. The device was removed at a different facility.